Manufacturer narrative:
No info for this complaint received. Encore has contacted the initial reporter for the required info. When the info is received, encore will file a follow-up report.

Event description:
Encore notified of a revision surgery. No other info has been received.